Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two of the 16fr foley latex balloon was not deflating. And patient went to surgery in order to remove it. One occurred in surgery department and another one on labor and delivery. Per customer via email on (B)(6)2021, customer stated that the patient had to go to surgery to have the catheter removed with a laser. It was also stated that the foley catheter had been in use for about 3 days and the foley balloon was inflated with 10cc syringe. As per the additional information received, it was reported that the nurse previously tried to deflate using a syringe and was unsuccessful. After the patient delivered baby, they then tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient. Per additional information received on 08jun2021, it was reported that another foley catheter that did not deflate upon removal. Per follow up via email on (B)(6)2021, the surgical intervention was needed to remove foley. Per registered nurse and doctor of medicine notes, foley was not draining and staff members from nursing facility could not remove foley; blood was noted in the catheter. The laser was used to puncture and deflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two of the 16fr foley latex balloon was not deflating. And patient went to surgery in order to remove it. One occurred in surgery department and another one on labor and delivery.